Event description:
It was reported that high impedance was observed on the patient's vns. The patient was referred for full vns replacement surgery. The patient's lead impedance was within normal limits from the previous prophylactic replacement a few months prior. Follow up with the manufacturer's representative revealed that x-rays were performed for the patient and that no issues were observed and the lead pin appeared visually to be fine. The x-rays have not been reviewed by the manufacturer to date. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent only a vns lead replacement instead of a full vns replacement surgery. Follow up revealed that the x-rays were not available for review by the manufacturer and that the explanted product had been discarded.